Manufacturer narrative:
Product complaint# : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: when was the threads tear at the point of connection with the needle (in the package, during removal from package, during handling or during use on the patient)? - during use on the patient. How many threads tear at the point of connection with the needle? - several threads (defective devices were found in several packages). Did the event occur during one or multiple patient procedures? - multiple medical procedures. What is the total number of procedures? 10. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please provide information requested above for each patient event. No information (there are no injured patients, the surgeries time have been increased by 10 minutes) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events submitted via mw# 2210968-2022-06312, mw# 2210968-2022-06666, mw# 2210968-2022-06667, mw# 2210968-2022-06668, mw# 2210968-2022-06669, mw# 2210968-2022-06670, mw# 2210968-2022-06671, mw# 2210968-2022-06672, mw# 2210968-2022-06673, and mw# 2210968-2022-06674.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the suture was used. During surgery, the thread tears at the point of connection with the needle during use on the patient. There were no adverse patient consequences reported. Additional information was requested.